Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead was sent to the hospital due to an infected device implant site. The device and rv lead were explanted. There were no additional adverse patient effects reported.